Event description:
A caller reported that a sensor error message was received on the adc device and due to error, the sensor's alarm had stopped working. The customer experienced symptoms of sweating, confusion, loss of words, shaking, and was unable to self-treat. The customer was provided food and drink by a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.